Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator had shut down. The device was in clinical use when the issue occurred, it was reported that there was a delay in therapy. No patient or user harm reported. The device was removed from service. A philips remote service engineer (rse) noted that the customer stated that the device made an unknown sound and shut off while in patient use. It was unknown if device gave audible alarm. The biomed reported that the device had been turned on or test unit pending a field service engineer (fse) investigation (fse) reported that a preoperational test was performed, but no errors were found in the log. The fse then performed a full performance test and verification, and all tests passed with no errors. The device was returned to service.